Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr was revising knee due to pain suspected to be caused by lateral baseplate over hang. The tibial components were removed. A size 3 baseplate trial was looked at by the dr which he commented was still to big. At that point he also pulled the femur and then used competitive companies components for revision.